Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning smell, strange odor, burning, smoke, electrical odor. There was no report of medical intervention. During the investigation, the manufacturer observed a black contamination on the bottom enclosure. An unknown dust like contamination was observed on the inlet of the blower box, pca, blower box, front panel, blower, blower seal, iso port, bottom enclosure. An unknown brownish contamination was observed on the bottom enclosure. During investigation pil observed evidence of liquid ingress with an unknown white contaminate consistent with mineral deposits on the blower and inside of the blower box. The p4 dc power connector was observed to have an unknown corrosion and rust to it likely due to liquid ingress. A keratin-like substance was observed on the blower box outlet and the blower seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.